Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that does not function; this condition had the potential to interrupt delivery. This condition was found in the emergency upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer?s reported condition of a colleague infusion pump that does not function was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be depleted main batteries. The main batteries were replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.